Event description:
On (B)(6) 2014, the patient was admitted into the hospital for acute thoracic aortic dissection with high blood pressure (value unknown). On (B)(6) 2014, the patients was implanted with a gore® tag® thoracic endoprosthesis (tag3420 /12539627) for treatment of the thoracic aortic dissection, and to avoid dissection rupture. During the procedure, the device was reportedly deployed in satisfactory position, covering the hole of intimal tear. The patient tolerated the procedure. Further, the patient¿s blood pressure showed a downtrend (value unknown) 24 hours post-procedure. On (B)(6) 2014, the patient¿s condition worsened, with symptoms of chest pain, hypotension and paleness. Resuscitative efforts were unsuccessful, and the patient expired. A b-ultrasonograph revealed the patient had a large left-sided pleural effusion. The physician suspects that a dissection rupture caused the patient¿s death.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to angina, vascular trauma (e.g., rupture, bleeding), hypotension, and death. Per the instructions for use (IFU), the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with acute and chronic dissections. W